Event description:
Patient has hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifcations and delivery accuracy.